Event description:
In 2007, I was implanted with a surgical device called the vegas nerve stimulator vns, by cyberonics. They paid for the surgery and implant as part of a trial program. The device is supposed to deal with serious depression. I spent the first 2 years trying to deal with side effects, and no progress was made. However, on a routine check, my device was showing bizarre signals. My contact here immediately called MFR, and told to turn the device off immediately. X-rays of the device and leads to the vagus nerve were taken and were reviewed by my surgeon. He saw no problems, and sent the x-rays to MFR, who agreed they were negative. Since then they have refused to either replace, repair or simply remove the device. I have suggested that the device itself, and not the leads need to be removed. My surgeon says, the leads are much more costly to remove, and pose no danger. Still MFR has refused to perform or pay for this service. According to the agreement I signed, I can be dropped from the program at any time, and I fully accept that they will not be collecting any further data from me; however, I do not believe they have the right to leave a clearly faulty device in me. Meanwhile, I have a defective unit with a battery that could leak or corrode over time in my chest. No one knows the shelf life of these batteries, and I could live another 20 to 30 years. An inorganic chemistry professor told me it is imperative that the device be removed for my long-term health and safety. I am asking you to intercede on my behalf and compel cyberonics to pay for the removal of the device.